Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold measurements. Furthermore, the lead was surgically abandoned. A new lead was then implanted. No additional adverse patient effects were reported.